Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with dry eye at three month lasik post-operative visit. Additional information has been requested. This report captures the left eye an additional report will be opened to capture the right eye.